Manufacturer narrative:
(B)(4). Insulin pump received with insulin flow block or occlusion or no delivery alarm anomaly. Insulin pump seats immediately upon priming. Problem isolated to the motor or force sensor. Unable to perform rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to motor or force sensor anomaly.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 322 mg/dl at the time of incident. The customer stated that the insulin exited on the end of tubing. The device will be returned for analysis.